Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had fractured which was confirmed through a chest x-ray. A revision was performed to replace the associated device and this lead was surgically abandoned and taken out of service. No additional adverse patient effects were reported.